Event description:
Asku.

Event description:
It was reported that there was high atrial impedance due to a loose setscrew since implant. The device was eventually explanted and replaced due to reaching eri (elective replacement indicator). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.